Event description:
It was reported that pump experienced malfunction that displayed malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, did not experience repeat malfunction, and was advised to continue using pump and call back if issue recurred, which customer acknowledged and understood.